Manufacturer narrative:
A visual examination of the returned device revealed that the feeding port as opened, the medicine port and the c-clamp were closed. The external bolster was located at the 5.5 cm mark and was without issue. The internal bolster was found to be separated from the device. Remnants of the bolster remained on the circumference of the tubing end and there were voids on the corresponding surface of the internal bolster. It appears that the internal bolster had been securely molded to the tubing. The tubing did not present evidence of material degradation during implantation. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during the removal of feeding tube from the patient. Therefore, the most probable root cause of 'operational context' is selected for the complaint. A device history record (DHR) review was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2015. According to the complainant, during the replacement procedure performed on (B)(6) 2016, the internal bolster of the placed device became detached in the patient¿s stomach during removal. Reportedly, the internal bolster got detached due to severe resistance met during removal. The detached bolster was successfully removed endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant stated that the device was used prior to the expiration date. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2015. According to the complainant, during the replacement procedure performed on (B)(6) 2016, the internal bolster of the placed device became detached in the patient¿s stomach during removal. Reportedly, the internal bolster got detached due to severe resistance met during removal. The detached bolster was successfully removed endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.